Event description:
During the index procedure, the angiography showed thrombosis of a cypher stent. The patient experienced a myocardial infarction caused by the thrombosis requiring revascularization.the patient is a (B) (6) male who weighs (B) (6). The patient was enrolled in the (B) (4) study. The reason for intervention was a recent positive functional test for ischemia. The patient had two lesions treated during the index procedure. The mid right coronary artery (rca) and the proximal left anterior descending (lad). The vessel diameter for the rca was 3mm, the length was 10mm. The lesion was de novo. The rate of stenosis was 75%. Pre-procedure timi flow was iii. The lesion was not pre-dilated. A cypher ((B) (4) / lot 16060291) was implanted for treatment of the target lesion. There was no post-dilation of the stent and there were no complications. The vessel diameter of the lad was 2.5mm and the length of the lesion was 21mm. The lesion was de novo. A cypher ((B) (4)/ lot 16062062) was implanted for treatment of the lesion. There was no post-dilation and placement was successful. There was no reported injury to the patient. During the index procedure the angiography showed thrombosis of the cypher stent that was placed in the proximal lad. The patient experienced myocardial infarction caused by the thrombosis requiring revascularization (ptca). The event resolved without sequelae.

Manufacturer narrative:
The angiographic core lab reported a 50% focal in-stent restenosis with presence of a thrombus and timi 3 flow in the proximal lad. Adjudication minutes were received and the following was noted. After the index procedure in which two lesions were identified as requiring treatment, one in the mid right coronary artery (rca) and one in the proximal left anterior descending artery (lad), the patient developed recurrent ischemic chest pain unrelieved by ntg in presence of st elevation mi, consistent with probable stent thrombosis reported by the site. On the same day the patient was brought back to the catheterization lab. Repeat angiography showed evidence of stent thrombosis in the proximal lad reported by the site. The angiographic core lab reported a 50% focal in-stent restenosis with presence of a thrombus and timi 3 flow in the proximal lad. The patient underwent successful pci with administration of intracoronary eptifibatide and balloon angioplasty with multiple inflations in the proximal lad. Eptifibatide infusion was initiated and enoxaparin was administered in additionally. The site reported marked improvement in the angiographic appearance with no significant residual stenosis. The patient had essentially resolution of the chest pain at this time. The patient was discharged the next day on dual antiplatelet therapy. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant medical products: zestril, flomax, singulair, ipratropium bromide solution, alprazolam, antivert, prilosec, nasonex, fish oil, simvastatin, aspirin, carafate, coreg, clopidogrel. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced stent thrombosis with myocardial infarction during a percutaneous intervention. Additional information received after being reviewed by the core lab also indicated that the patient experienced a 50% focal restenosis with the thrombosis and mi. The patient's medical history is significant for family history of coronary artery disease, hyperlipidemia, hypertension, chronic obstructive pulmonary disease, hypercoagulation disorder, allergies to ceclor and cipro, benign prostatic hypertrophy, gastric esophageal reflux disease, back pain, arthritis, anxiety, dizziness and sinus congestion. The indication for the procedure was a positive functional test for ischemia. Two lesions were identified as requiring treatment, one in the mid right coronary artery (rca) and one in the proximal left anterior descending artery (lad). The rca was described as de novo 3mm in diameter and 10mm in length with 75% stenosis. The lesion was direct stented with a 3.0mm x 13mm cypher rx stent. The stent was satisfactorily implanted and did not require post-dilation. The lad was described as 2.5mm x 21mm and de novo. The percent of stenosis or other vessel/lesion characteristics are unknown. The lesion was also direct stented with a 2.5mm x 23mm cypher rx stent. The stent was satisfactorily implanted and was not post-dilated. The patient was given lovenox for the procedure but the dose is unknown as well as any other anti-coagulant therapy. Sometime after the procedure but the same day the patient experienced chest pain and was brought back for angiography which revealed thrombus in the cypher stent in the lad which lead to a myocardial infarction. The event was treated with balloon angioplasty only and the event resolved without further sequel. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Acute stent thrombosis and myocardial infarction restenosis are known potential adverse events associated with implanting coronary artery stents. Thrombotic events can occur during routine coronary angiography. Standard practice calls for adequate anticoagulation during angioplasty to prevent thrombus from forming. Lovenox is a weight based medication that is typically given in conjunction with a gpiib/iiia inhibitor to prevent thrombosis. Post-dilation of a stent is recommended for optimal stent wall apposition. Review of the information provided suggests that the patient's underlying hypercoagulability may have contributed to the reported event of thrombus and mi and procedural factors may have contributed to the restenosis. There is no indication that there is a design or manufacturing related issue and therefore no corrective action is required.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced stent thrombosis with myocardial infarction during a percutaneous intervention. The patient's medical history is significant for family history of coronary artery disease, hyperlipidemia, hypertension, chronic obstructive pulmonary disease, hypercoagulation disorder, allergies to ceclor and cipro, benign prostatic hypertrophy, gastric esophageal reflux disease, back pain, arthritis, anxiety, dizziness and sinus congestion. The indication for the procedure was a positive functional test for ischemia. Two lesions were identified as requiring treatment, one in the mid right coronary artery (rca) and one in the proximal left anterior descending artery (lad). The rca was described as de novo 3mm in diameter and 10mm in length with 75% stenosis. The lesion was direct stented with a 3.0mm x 13mm cypher rx stent. The stent was satisfactorily implanted and did not require post-dilation. The lad was described as 2.5mm x 21mm and de novo. The percent of stenosis or other vessel/lesion characteristics are unknown. The lesion was also direct stented with a 2.5mm x 23mm cypher rx stent. The stent was satisfactorily implanted and was not post-dilated. The patient was given lovenox for the procedure but the dose is unknown as well as any other anti-coagulant therapy. During routine post implant angiography thrombus was identified in the cypher stent in the lad which lead to a myocardial infarction. The event was treated with balloon angioplasty only and the event resolved without further sequel. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Acute stent thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. Thrombotic events can occur during routine coronary angiography. Standard practice calls for adequate anticoagulation during angioplasty to prevent thrombus from forming. Lovenox is a weight based medication that is typically given in conjunction with a gpiib/iiia inhibitor to prevent thrombosis. Review of the information provided suggests that the patient's underlying hypercoagulability may have contributed to the reported event.